Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Tandem technical support was unable to troubleshoot with the customer to determine a possible cause of the occlusion as the customer had changed the cartridge and infusion set and began the load process. The customer's blood glucose (bg) level was 174 mg/dl and a bolus of insulin was delivered to address the bg level.